Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb missing/peeling/torn) issue; the audio bolus button allegedly fell off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: on examination, the audio bolus button was missing. The pump powered on with auditory tones; however, the missing audio bolus button prevented sound level testing. Unrelated to the complaint, the display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.